Event description:
The facility's clinical engineer reported an infusion pump with an 810:04 failure code on channel b. The clinical engineer stated to baxter customer service that it is unk if the failure occurred during pt use, but stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.